Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during common bile duct cystectomy procedure, the stapler was not able to fire after reloading. The surgeon was able to press the green button but unable to squeezed the handle. Replaced the device to complete the procedure. There was no patient injury.